Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not available.

Event description:
It was reported that a 3.3 x 40mm acetabular drill bit broke off while drilling. Broke at junction of drill relief and solid portion of the shaft. Broken piece retained in patient.